Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to fracture resulting in high impedance, confirmed through x-ray and fluoroscopy. A new ra lead of the same model was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review is not required - the event is not reportable in an eea/great britain country + bsc is not responsible for training + no new hazard was identified.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to fracture resulting in high impedance, confirmed through x-ray and fluoroscopy. A new ra lead of the same model was placed. No additional adverse patient effects were reported.